Event description:
It was reported that the pump battery intermittently could not be charged. There was no adverse impact to customer¿s blood glucose level. Ultimately, the pump began charging and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.